Event description:
Diagnosed with vaginal infection and placed on antibiotics for 7 days. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: menstrual.